Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient, who is a doctor herself, noted that her cgm values were not going up despite eating enough. The patient experienced not feeling well, nausea and exhaustion and when a fingerstick was taken the cgm was reading 44 mg/dl and the blood glucose reading was 613 mg/dl. The patient was already at the hospital when the inaccuracy was noted and received treatment with 2 liters of intravenous jonosteril and 12 units of insulin right away. At the time of a follow up with the patient the patient stated she had recovered and was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.